Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was at 130 mg/dl. The customer was advised to connect to carelink after they had restarted the sensor. The customer was advised to call back to trouble shoot the next time the issue occurs. No further information was provided.